Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a slightly above average cobalt level. The surgeon excised some of a pseudo tumor and noted fluid in the joint.

Manufacturer narrative:
Dimensional evaluation of the returned femoral head conforms to print specification where measured. The liner articulation surface was in good condition with one extraction gouge noted. Device history records for the lot codes associated with the head and liner were reviewed. No deviations or anomalies were noted in the manufacturing process. This device is used for treatment. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, oxygen, titanium, vanadium, phosphorous, chromium, cobalt and molybdenum. This element breakdown is consistent with corrosion products found in instances of taper corrosion. The base material was verified to be consistent with cocrmo. The compatibility of the reported devices could not be confirmed as part and lot information of the stem and shell are unknown. Review of the complaint history indicated no previous complaints for the part-lot combinations associated with the reported head. Primary and revision operative notes were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.